Event description:
It was reported the inner sheath inhibited a chipped ceramic head. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information (missing d9 - date returned to manufacturing field). Updated fields: d9, h2, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that component failure of the ceramic head (insulation beak) led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the inner sheath inhibited a chipped ceramic head. The issue occurred during inspection for use. There was no patient involvement.